Event description:
Info received indicates the head casters are turning after the brake is locked.

Manufacturer narrative:
The tech found the stems on the casters were broken. The tech replaced both brake casters to repair the bed.